Event description:
It was reported that the contralateral wire caught on hooks while unjacketing the device. The physician was able to recover by inverting the contralateral capsule and limb, bringing it up from the bottom through the hooks, to release the wire from the hooks. The superior attachment system was released. In the proscess of inflating the balloon the attachment system migrated into the aortic sac resulting in a conversion. The pt was converted to a successful open repair.